Event description:
It was reported that the patient presented with problems to inflate this inflatable penile prosthesis (ipp). A surgical procedure was performed and it was found a fluid leak that was caused by a breakage from the reservoir tubing. All components were removed and replaced with a malleable device. There were no patient complications.

Event description:
It was reported that the patient presented with problems inflating this inflatable penile prosthesis (ipp). A surgical procedure was performed and a fluid leak, caused by a break in the reservoir tubing, was identified. The reservoir remains implanted due to scarring but the other components were removed; a malleable device was implanted. There were no patient complications reported.

Manufacturer narrative:
B5: describe event or problem, h6: patient codes updated.